Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the device was returned with the stent no longer between the markers. The first two rows of the struts were twisted and appeared to have been partially deployed. A pinhole was noted in the balloon and c-flex. Quality engineering concluded that upon review of the incident, the use of the acs, multi-link stent delivery system for this case was contraindicated in the IFU. The product IFU states "the safety and effectiveness of the asc multi-link stent have not been established in pts with lesions located in the ostium." It was noted that the dr allows the proximal marker to be in the aorta during deployment of the stent. The improper positioning of the delivery system may have facilitated the uneven balloon inflation and deflation difficulties. Quality engineering has requested a letter be sent to the physician regarding the findings of this incident investigation and IFU contraindications. No further corrective action will be taken. A review of the device mfg records did not reveal any non-conformities. As part of mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that while attempting to inflate the stent, only the proximal portion inflated and then could not be deflated. Ulimately, the physician inserted a guide wire and pricked the balloon in order to deflate the balloon. Reportedly, there was no pt injury.